Manufacturer narrative:
The initial medwatch report indicates: a third party service agent evaluated the customer's device and was unable to verify or duplicate the reported failure. The service agent did observed loose battery pins, but there was no confirmation that the battery pins being loose had any relation to the reported failure. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported failure could not be determined. The initial medwatch report should indicate: a third party service agent evaluated the customer's device and was unable to verify or duplicate the reported failure. The service agent did observed loose battery pins, but there was no confirmation that the battery pins being loose had any relation to the reported failure. The service agent will replace the battery pins and following testing, the device will be returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported failure could not be determined. Supplemental information: the third party service agent advised physio-control that after additional testing with the device, they were infact able to duplicate the reported failure. The service agent advised that the battery pins were loose in the device. The service agent tightened the battery pins and then proper device operation was observed through functional and performance testing.

Event description:
The customer reported that their device was powering itself off. This was not discovered during any patient use. There was no further information regarding the failure reported.

Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer's device and was unable to verify or duplicate the reported failure. The service agent did observed loose battery pins, but there was no confirmation that the battery pins being loose had any relation to the reported failure. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported failure could not be determined.